Event description:
It was reported that during an implant procedure, the helix of the lead did not advance smoothly. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted and the lead appeared to have been damaged at implant. Visual comments also noted that since the lead was returned with the helix fully extended and the distal conductor distorted and fractured within the connector the helix tests cannot be performed at this time.